Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Post operative radiographs appeared to show that the right side tibial tray bent. As of this date, no revision procedure has been performed.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Post operative radiographs appeared to show that the right side tibial tray bent. As of this date, no revision procedure has been performed.

Manufacturer narrative:
Further examination of the x-ray films provide evidence that the tibial tray was not fully seated anterolaterally. This report filed november 4, 2010.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of partial radiographs appears to demonstrate varus alignment, which would overload the medial compartment. However, this cannot be exactly determined without full-length radiographs. The medial tibial plateau appears to have collapsed in post operative radiographs. The quality of the radiographs reviewed prevents a firm statement from being made. This report submitted september 3, 2010.